Manufacturer narrative:
Concomitant medical product: dtba2d1 device, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after implant, the left ventricular (lv) lead exhibited dislodgement. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.